Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported an alleged "leak" with a lap-band device. Add'l info received from the health professional noted that there is still a belief there may be a leak in the lap-band device and they will continue to monitor the situation.